Event description:
It was reported that during a follow up, this implantable cardioverter defibrillator (ICD) was interrogated and noted to have recorded episodes of shock therapy. The health care professional (hcp) reviewed an episode and observed that code 1005 had been recorded. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that the device had appropriately delivered a shock to convert patient rhythm, however during the delivery of the shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported during a follow up visit, the right ventricular automatic threshold (rvat) was detected to be greater than programmed amplitude or suspended. Technical services (ts) discussed programming options and recommended for the rv lead to be replaced. At this time, the rv lead remains in service.

Event description:
It was reported that during a follow up, this implantable cardioverter defibrillator (ICD) was interrogated and noted to have recorded episodes of shock therapy. The health care professional (hcp) reviewed an episode and observed that code 1005 had been recorded. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that the device had appropriately delivered a shock to convert patient rhythm, however during the delivery of the shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.